Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of false pause and af due to undersensing of r-waves were noticed on a remote monitoring transmission. Programming changes were discussed. There were no adverse consequences for the patient.